Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. After the biomed fully charging both batteries they made over an hour with trainer and test balloon. The stm performed the same test with the same results. The charging circuit and batteries performed to factory specs. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) battery charging was shorting out and draining the battery. No patient harm, serious injury or adverse event was reported.